Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was being used to perform inter-operative lead testing. Following placement of the lead the clinician indicated that they could not sense an intrinsic r wave but could pace and capture. They subsequently changed the cables and obtained the same result. The clinician asked for an alternate programmer with analyzer to be made available. When connected to the new programmer / analyzer the lead measurements were all appropriate with significant r wave amplitudes and the ability to pace. No patient complications have been reported as a result of this event.